Event description:
It was reported that deployment issues occurred. The target lesion was located in the proximal superficial femoral artery (sfa). A 7x120x120 epic¿ vascular stent was advanced to treat the lesion. Upon delivering the last third part of the stent, the stent appeared to cramp up in the last third and almost like not fully expanded. The physician attempted to over inflate the stent with 4mm and 5mm balloon catheters. The physician finally held the balloon up long enough so that the stent would somewhat fully expand. Angiographic images revealed contrast continued to get hung up a little bit in the area of where the stent appeared to be not fully expanded. Eventually, the physician was able to get the contrast flow go through appropriately and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).